Event description:
During a surgery to remove a section of colon, the surgeon tried to use this stapler to close one side of the colon before cutting the colon. The stapler did not staple the colon as planned. The patient ended up with a colostomy post procedure. We are not yet sure if the staple failure caused the need for the colostomy.